Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the 2.25x28 mm xience xpedition stent delivery system (sds) got stuck when crossing a previously implanted stent in the proximal right coronary artery (rca) and the stent dislodged. The dislodged stent was removed with a snare device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported failure to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system was advanced, resistance was met with the previously implanted stent resulting in the reported failure to advance. Manipulation of the device and/or interaction with the previously implanted stent resulted in the noted stent damages (mangled, stretched), the noted stretched outer member and stretched shaft and ultimately resulted in the reported stent dislodgement. The noted multiple bends and kink likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.